Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) were due to challenging patient anatomy (short posterior leaflet). The reported tissue damage (anterior leaflet tear) was due to the reported positioning failure (leaflet grasping ¿ clip not implanted) since the tear was caused due to the difficult grasping. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure performed to treat grade 4, degenerative mitral regurgitation (mr).the mitraclip was advanced to the mitral valve. The leaflets were difficult to grasp and would not remain captured in the clip, due to the short posterior mitral leaflet. The anterior leaflet was noted to have torn. The clip was not implanted and was removed. No clips were implanted, mr remains at 4. No additional information was provided.